Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary product event summary: the full lead was returned and analyzed. Blood was observed on the proximal and distal conductors. No anomalies were found. Concomitant products 5076 implantable pacing lead, (B)(6) 2009; 6935m implantable defibrillation lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).